Event description:
The customer returned the Duodenovideoscope to the service center for a separate issue. During the device analysis the Technical Assistance Center (TAC) Representative indicates that a burned forceps elevator and peeled adhesive around the light guide lens were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is a possibility that a high-frequency treatment device was used without maintaining a sufficient distance from the tip during use and causing the burn, the additional failure is related to component degradation without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.